Event description:
It was reported that, during an acetabular cup reconstruction procedure, the surgeon used resorbable bone void filler to restore the architecture of approximately 20% of the lateral acetabular rim. The cup implant was anchored using two ao screws. Approximately 4-6 weeks later, the patient presented with sudden onset hip pain and difficulty ambulating on the affected side. An emergency revision procedure found that the cup had displaced and was partially free (screw loosening). Upon palpation of the resorbable bone void filler, the revising surgeon noted that the product had softened and ¿crumbled.¿

Manufacturer narrative:
The following two devices (same product) were also reportedly implanted during the procedure : catalog #: 6100-010, serial #: (B)(4), catalog # 6100-020, serial #: (B)(4). (B)(4). A review of the device history records for the subject lots found that the devices were manufactured per procedure and met all required specifications. Details of the reported event indicate that the device performed within specification.